Event description:
It was reported that a minicap became disconnected from a transfer set while a patient was sleeping. There was nothing unusual reported that could cause or contribute to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.